Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the communicator was not charging. Caller stated that when they plug it in on the charger no lights are visible. Caller confirmed using different cord, adapter and outlet but still not working. The issue was not resolved. A request was sent to repair for replacement.

Manufacturer narrative:
Product ID(B)(4) lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID:(B)(4), serial/lot #: (B)(6), ubd: 08-mar-2026, UDI#: (B)(4) h3. Analysis of the communicator found micro usb charge port was loose, device was not powering on after 1.5 hours, and corrosion near power button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.